Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
It was reported that a notification of non-transmission for an implanted cardiac defibrillator was received. Additionally, it was observed that last registration's date of the device was dated before its implantation.

Event description:
It was reported that a notification of non-transmission for an implanted cardiac defibrillator was received. Additionally, it was observed that last registration's date of the device was dated before its implantation.